Event description:
Patient underwent right l3/4 decompression on (B)(6) 2011, in which baxano surgical instruments were used. On (B)(6) 2011, baxano sales rep visited physician's office and learned that the patient experienced a post-op hematoma. Patient was last seen on (B)(6) 2011 and was doing 'great'.